Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a clinical literature review it was identified that magnetic interference/asynchronous pacing was found when a covidien drape was placed over the pacemaker.